Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device stopped working during knee surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. The date of event is unknown. There is no additional information provided.